Manufacturer narrative:
This issue is deemed a reportable event since the system mode reset issue could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the real time clock failure was determined to be the absence of power supply. The correction in this case was a real time clock reset and reactivation of the system mode. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the ventilator was prepared for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Alarm option not found.